Event description:
It was reported that the patient fell on (B)(6) 2015 and was in the hospital at the time of the report. She did not know if it was related to the device. However, since her last program adjustment she had seemed a little ¿off.¿ the hospital ran tests and everything was coming back fine. The device was turned off by the patient and her next appointment was tuesday if she got discharged from the hospital. She was very weak and unstable.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had great tremor control with the right hand and was still programmed off for her left hand. The manufacturing representative had seen the patient on (B)(6) 2015. The patient had not had any episodes since one side was off. They had tried to program the side at 0.5, 90pw, 160 and the patient had done fine. The patient was then increased to 1.0, then 1.5 and was able to tolerate the settings. The patient had then gotten up to walk and she had gotten very light headed and unstable. The patient was decreased to 1 and the same thing had happened. The patient was turned off and was still light headed. The patient's blood pressure was taken and was 124/58 when she was sitting and then when she was standing was 106-59, they waited a minute and it had recovered to 118/62. The patient was told to see her primary care physician for her blood pressure. The hospital had only checked the patient's blood pressure when she was lying down. The patient was told that it was not deep brain stimulator related but could be related to some of her medications. The device was still off on that side and the patient's next appointment was (B)(6) 2015. The patient was also scheduled to see her primary care physician on (B)(6) following the date of this report.